Manufacturer narrative:
MDR 2518422-2025-002071 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-000786. This follow up report is being filed for awareness of this duplicate report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.